Event description:
It was reported that during a cholecystectomy procedure, although the device was not jamming, the clips did not close properly: bile was still flowing; surgeon had to remove placed clips, bile duct was injured. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Additional information: jaws. The analysis results of the er320 device found that it was received with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be misaligned. In an attempt to replicate the reported incident, the device was tested for functionality; during the analysis, the instrument was cycled and it fed and formed seven conforming clips and two scissored clips due to the misaligned condition of the jaws. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: was the clip fully advanced into the jaws? Did the procedure drive the need to apply torque or twisting of the device? Was the device fired after this incident in or out of the patient? Is the surgeon an experienced user of this product? Was there a recent conversion to ees devices in this account or with this surgeon? Was the patient post-op care changed due to the repair of the duct? Is the patient expected to have a full recovery? What is the patient¿s current status? Received additional information from the sales rep on (B)(6) 2014: "I was not present during the surgery and the surgeon is now on (B)(4). I asked him about the patient and everything is fine. The surgeon is experienced / no recent conversion. Hospital is one of our biggest accounts. Surgeon is used to work with the clipapplier."